Event description:
The customer reported that they have had another bag set that is entraining air. The clinical nurse educator feels that it is at the hard plastic part that slots into the device and when using fortified feeds, the pump finds it difficult to pull through. They tried twice and have had the same result with both. Per additional information received the only medical intervention was that they changed the set on the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. If a sample is received at a later date, this complaint will be reopened for further investigation.